Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case rear- damaged/cracked case #: (B)(4) case subject: npi 8100 error 200.5040 account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: celina had error 200.5040 on lvp8100 sn (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: pcu8015 software was 9.19.1.2 lvp8100 software was 8.5 I advised celina to flash her lvp software to 9.17 to make it compatible with pcu software 9.19 celina did not have proper software to flash her lvp to 9.17 I sent a request to have poc software 9.19 for pcu and 9.17 for lvp to be sent to celina. She expected to receive software cd in 5 business day. If she does not receive it in 2 weeks, she will call me back.